Event description:
The customer reported that the energy select dial was set to an incorrect joule setting during a pt event. The involved pt died. At this time, it is unk if the device behavior played a role in the pt's outcome.

Manufacturer narrative:
(B)(4). The customer reported that the energy select dial was set to an incorrect joule setting during a pt event. The involved pt died. At this time, it is unk if the device behavior played a role in the pt's outcome. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.